Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is not holding power during home infusions because the power supply is not staying plugged in. The customer reports the issue to be with the contact in the ac charge port. There was no patient injury.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit is not holding power during home infusions because the power supply is not staying plugged in. The unit was triaged and the reported issue could not be confirmed. The adaptor was connected to the unit and the unit was allowed to sit for more than 5 days with the adaptor connected to the unit. The adaptor did not break loose from the unit. The charging indicator could be seen at the bottom right hand side of the unit. The unit was put through the recertification test. The unit passed the unit with no issues. No further testing was done. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.